Manufacturer narrative:
The customer indicated that the product had been discarded, therefore, could not be returned. Since the actual product referenced in the report could not be returned, the cause of the leakage could not be determined. Samples from the same lot number were received for evaluation; however, we have not yet completed our investigation on these samples. Review of the complaint database indicates this is the fourth reported cracking issue for this product code in the last 24 months. All four were reported by the same facility. Two complaints had no product returned for evaluation . Two were returned, but no cracking was observed. MFR was unable to confirm this issue or determine a possible cause without benefit of returned product evaluation. This issue is being monitored for trend. No additional action necessary at this time. MFR considers this MDR closed with this report. However, an additional report will be submitted should the analysis of the returned samples impact the outcome of the investigation.

Event description:
The reporter stated the nicu transducers were "leaking of causing a backup of blood at one of the manufactured connection sites that appears to be cracked." The reporter stated that they had a total of five units leaking at the two luer locks on the tubing between the double and single stopcocks. The product was discarded. There was no patient injury or treatment associated with this event.